Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer experienced symptoms such as nausea and vomiting as a result of high blood glucose and feeling okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated manual injection. It was also reported that the customer was treated with intravenous insulin drip. It was also reported that the insulin pump not working based on customer report customer was alleging that the insulin pump was under delivering. Troubleshooting was performed for under delivery. Customer was advised to performed high pressure test and customer stated that the no alarm occurred. The insulin pump will be and reservoir will not be returned for analysis.